Manufacturer narrative:
In the case description, it was reported that a 16.9 unit bolus and then three 17.05 unit boluses were delivered by the pdm without acknowledgment by the user, resulting in hypoglycemia. The ibf data from the returned pdm confirmed that a 16.9 unit bolus and then three 17.05 unit boluses were delivered after that. The files also showed that the four boluses were based on carb entries. The 16.9u bolus started at 8:40 am, ended at 8:54 am, and was based on an entry of 220g of carbs. The first 17.05u bolus started at 8:54 am, ended at 9:10 am, and was based on an entry of 222g of carbs. The second 17.05u bolus started at 9:13 am, ended at 9:26 am, and was based on an entry of 222g of carbs. The third 17.05u bolus started at 9:28 am, ended at 9:40 am, and was based on an entry of 222g of carbs. According to the data downloaded by the pdm, the pod that was used to deliver these four boluses was activated at 8:37 am on (B)(6) 2021 and was deactivated at 4:53 pm on (B)(6) 2021. The data showed that an expiration alarm had been generated by the pod at 4:36 pm on (B)(6) 2021, which stopped the delivery of insulin as a safety feature. The android log files showed that each bolus was programmed by the user. The use represent action receiver lines of code indicate that the pdm screen was turned on by the user. The reset bluetooth adapter bluetooth off and reset bluetooth adapter bluetooth on combinations indicate that the screen was unlocked by the user, as the pdm bluetooth resets after periods of inactivity to preserve battery life. The log files indicate that the pdm was awakened and unlocked before the 16.9u bolus was delivered. According to the log files, the screen was awakened before the delivery of the first 17.05u bolus and the pdm was awakened and unlocked prior to the delivery of the remaining 17.05u boluses, indicating that the boluses were intentionally delivered. Inspection of the calculations performed by the bolus calculator in order to recommend the 16.9u and 17.05u boluses found the calculations to be correct based on the settings programmed into the pdm. The insulin to carb ratio was set to 13g of carbs for every 1u of insulin. For the 16.9u bolus, 220g/13g/1u = 16.92u, which was calculated correctly by the bolus calculator as the system is designed to round down to the nearest 0.05u (figure 15). For the 17.05u boluses, 222g/13g/1u = 17.077u which was correctly calculated by the bolus calculator (figure 16). No issues were observed with the bolus calculator during testing. Accurate bolus calculations were produced based on the user programmed settings when blood glucose values and carb values were entered. The pdm was found to function as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the personal diabetes manager (pdm) delivered multiple uncommanded boluses within a one hour timespan. The pdm reportedly delivered a bolus dose of 16.9 units and three additional bolus doses of 17.05 units each over the next 48 minutes. The ambulance was called and upon arrival found the patient hypoglycemic and unresponsive. The patient was treated with a manual glucose injection by the paramedics along with the patient's partner. The patient was admitted to the hospital and was diagnosed with hypoglycemic brain injury. The patient was admitted to intensive care for three days and passed away once taken off of life support.